Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Fatigue fractured exeter implant. Originally implanted by surgeon approximately 15 years ago. Noticed approximately 4 weeks ago upon review and x-ray when patient complained of pain. Referred to another surgeon for review and revision. Surgeon performed hip revision on thurs (B)(6) 2017 - removal of exeter stem and implantation of competitor revision stem. He noted his opinion to have been a fatigue fracture of the implanted exeter stem. He also noted stem was unsupported proximally by cement.

Event description:
Fatigue fractured exeter implant. Originally implanted by surgeon approximately 15 years ago. Noticed approximately 4 weeks ago upon review and x-ray when patient complained of pain. Referred to another surgeon for review and revision. Surgeon performed hip revision on thurs (B)(6) 2017 - removal of exeter stem and implantation of competitor revision stem. He noted his opinion to have been a fatigue fracture of the implanted exeter stem. He also noted stem was unsupported proximally by cement.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis concluded: the stem fractured in fatigue within the distal region of the stem. Evidence of cement mantel breakdown was observed. Eds showed the stem was consistent with astm (B)(4). No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: one other event was reported for the lot indicated. Conclusions: based on the material analysis report, the investigation concluded that the stem fractured in fatigue within the distal region of the stem. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.